Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found insulation abrasion at 10.1 cm to 10.3 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This could have contributed to the reported complaint of noise problem.

Event description:
It was reported that the right ventricular lead exhibited noise; reprogramming did not resolve the issue. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.